Manufacturer narrative:
Supplemental submitted to include correction to the f10 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to inadequate stimulation. The patient is doing great post operatively. The explanted device will not be return as it was discarded by facility policy.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to inadequate stimulation. The patient is doing great post operatively. The explanted device will not be return as it was discarded by facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.